Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Part of the trial insert broke off.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search on the provided product code identified similar reported events. Previous investigations attributed the root cause to device wear from normal use and servicing. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is has been re-opened due to product return and is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirmed the rim is fractured. Significant scratching and gouging was apparent on the insert trial. This would indicate that the item may have been handled roughly, and/or was "in service" for quite a length of time. The root cause is attributed to device wear from normal use and servicing. Based on the investigation findings of product wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.